Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# l79094, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
An hcp reported via psr that in-patient hospitalization occurred and intervention on (B)(6) 2015 included medical or non-surgical therapy. The event resolved without sequelae on (B)(6) 2015.

Event description:
Information was received from a healthcare provider via psr who indicated that the clinical diagnosis identified was wound separation and dehiscence of the pain pump pocket. The pump had most recently been programmed/refilled on (B)(6) 2015. Interventions included a pain pump pocket revision, debridement, and primary closure on (B)(6) 2015. The etiology of the event was attributed to the pump pocket.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional via the product surveillance registry (psr). As of (B)(6) 2015, the pump was programmed in simple continuous mode delivering compounded baclofen 768mcg/ml at a dose of 224.75mcg/day, fentanyl 853mcg/ml at a dose of 249.62mcg/day and clonidine 683mcg/ml at a dose of 199.87 mcg/day. On (B)(6) 2015, a 10% dose increase was performed; increasing the compounded baclofen to 247.76 mcg/day, fentanyl 275.18 mcg/day and clonidine 220.34 mcg/day. The patient had an open hole in the incision with drainage and had an infection of the pain pump pocket. The clinical diagnosis was wound separation and dehiscence of pain pump pocket. The patient was hospitalized. On (B)(6) 2015, a ¿revision of excision¿, debridement of pain pump pocket and proximal revision of thoracic intrathecal catheter was performed. On (B)(6) 2015, intravenous antibiotics were administered via a hickman catheter. As of (B)(6) 2015, the event outcome was ongoing and the severity was reported as moderate (produces some impairment of functioning but is not hazardous to health). Information was received from a healthcare provider (hcp) via psr (product surveillance registry). It was unclear as reported whether or not the patient experienced an infection of the pain pump pocket. A revision of the pain pump pocket and debridement and primary closure was completed. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that on (B)(6) 2015 the patient experienced dehiscence of the pump. The patient had a opened incisional site with drainage. A culture was taken from the wound drainage and was sent for culture and sensitivity testing. Revision of the pump pocket with excision of debridement and primary closure took place on (B)(6) 2015. Event outcome was resolved without sequelae as of (B)(6) 2015. The device system delivered compounded baclofen, fentanyl, and clonidine.